Event description:
Event description guidant received information that the patient has intermittant dizzy spells resulting in a fall two days ago. The implantable cardioverter defibrillator (ICD) has not been checked since.